Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Touch screen broken and stylus bent. System fan is noisy. ECG (electrocardiogram) connector is loose.

Event description:
It was reported the screen of the programmer was broken. The programmer was returned for repair. No patient involvement was reported.